Manufacturer narrative:
Date of event: date of event was approximated to 03/01/2021 as no event date was reported. Initial reporter phone: (B)(6). Device code a0501 captures the reportable event of balloon detachment. Investigation results: a visual examination of the returned complaint device found that the balloon was detached and was not returned with the device, thereby confirming the reported event of balloon detachment. A dimensional examination was performed to the outer diameter (od) of the catheter, and was measured in three sections; distal, medium and proximal. The three sections were within specification. Further analysis revealed that the internal lumen of the balloon was stuck in the guidewire and stretched; evidence that the balloon was difficult to remove, therefore the reported event of "difficult to remove the device " was confirmed. Most likely the target anatomy of the patient as well as the handling of the device during the removal attempt could have contributed to the event reported. Additionally, the shape of the papilla could have created a constriction of the balloon, making it difficult to completely deflate the balloon, causing the resistance felt by the customer. Therefore, the user had to use more force when removing the device, leading to detachment of the balloon material. Based on the information provided, the most probable root cause of the reported problem is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During withdrawal of the device from the patient , the device got stuck inside the scope after being used without problem. Another attempt was made to remove the device, however, the balloon looked stretched and torn apart. A portion of the balloon was visible upon removal and the rest of the catheter was removed successfully. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During withdrawal of the device from the patient , the device got stuck inside the scope after being used without problem. Another attempt was made to remove the device, however, the balloon looked stretched and torn apart. A portion of the balloon was visible upon removal and the rest of the catheter was removed successfully. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.